Event description:
A us distributor reported that a battery charger was experiencing resets.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger resets) was isolated to the bga failure of pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. There was no adverse event that resulted from the damaged charger.